Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure was not well placed in left tube/device migrated intramyometrial"), pelvic pain ("abdominal pain in right flank / pelvic zone"), abdominal pain ("abdominal pain in right flank / pelvic zone"), pelvic inflammatory disease ("abdominal inflammation"), genital haemorrhage ("excessive bleedings with clots / abundant and prolonged hemorrhages"), allergy to metals ("nickel allergy"), syncope ("fainting") and seizure ("seizure") in a (B)(6) female patient who had essure (batch no. C68797) inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 9 months 16 days after insertion of essure, the patient experienced syncope (seriousness criterion hospitalization), seizure (seriousness criterion medically significant), face injury ("hit in face / injury in eyebrow (cut of eyebrow)") and amenorrhoea ("since the removal surgery she had not had her menstrual period"). On (B)(6) 2016, the patient experienced dizziness ("dizziness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals (seriousness criterion medically significant), headache ("strong and constant headaches"), flatulence ("gases") and pain ("pains"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (laparoscopy-bilateral salpingectomy). Essure was removed on(B)(6) 2016. In 2016, the pelvic inflammatory disease had resolved. At the time of the report, the device dislocation, pelvic pain, abdominal pain, genital haemorrhage, allergy to metals, syncope, seizure, headache, flatulence, pain, face injury, amenorrhoea and dizziness outcome was unknown. The reporter considered abdominal pain, allergy to metals, amenorrhoea, device dislocation, dizziness, face injury, flatulence, genital haemorrhage, headache, pain, pelvic inflammatory disease, pelvic pain, seizure and syncope to be related to essure. The reporter commented: both essure devices were places with no difficulty. On (B)(6) 2016 she fainted and hit her face in the floor with a cut in the eye brown, she was told that she suffered a seizure. She was discharged from hospital on (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left essure migrated intrafallopian/tube permeable. Two radiological tests were performed that showed an inflammation. On (B)(6) 2015 she had nickel allergy tests that resulted positive. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure was not well placed in left tube/ device migrated intramyometrially"), pelvic pain ("abdominal pain in right flank / pelvic zone"), abdominal pain ("abdominal pain in right flank / pelvic zone"), pelvic inflammatory disease ("abdominal inflammation"), genital haemorrhage ("excessive bleedings with clots / abundant and prolonged hemorrhages"), allergy to metals ("niquel allergy"), syncope ("fainting") and seizure ("seizure") in a (B)(6) female patient who had essure (batch no. C68797) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 9 months 16 days after insertion of essure, the patient experienced syncope (seriousness criterion hospitalization), seizure (seriousness criterion medically significant), face injury ("hit in face / injury in eyebrow (cut of eyebrow)") and amenorrhoea ("since the removal surgery she had not had her menstrual period"). On (B)(6) 2016, the patient experienced dizziness ("dizziness"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals (seriousness criterion medically significant), headache ("strong and constant headaches"), flatulence ("gases") and pain ("pains"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (laparoscopy-bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2016, the pelvic inflammatory disease had resolved. At the time of the report, the device expulsion, pelvic pain, abdominal pain, genital haemorrhage, allergy to metals, syncope, seizure, headache, flatulence, pain, face injury, amenorrhoea and dizziness outcome was unknown. The reporter considered abdominal pain, allergy to metals, amenorrhoea, device expulsion, dizziness, face injury, flatulence, genital haemorrhage, headache, pain, pelvic inflammatory disease, pelvic pain, seizure and syncope to be related to essure. The reporter commented: both essure devices were places with no difficulty. On (B)(6) 2016 she fainted and hit her face in the floor with a cut in the eye brown, she was told that she suffered a seizure. She was discharged from hospital on (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left essure migrated intrafallopian/tube permeable two radiological tests were performed that showed an inflammation. On (B)(6) 2015 she had nickel allergy tests that resulted positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure was not well placed in left tube/ right implant was not well inserted / device migrated intramyometrially'), pelvic pain ('abdominal pain in right flank / pelvic zone'), device breakage ('travelling parts of the broken products inside the body'), fallopian tube perforation ('organ tearing'), pelvic inflammatory disease ('abdominal inflammation'), syncope ('fainting'), seizure ('seizure') and multiple episodes of abdominal pain ('abdominal pain in right flank / pelvic zone', 'serious abdominal pain') in a 38-year-old female patient who had essure (batch no. C68797) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage ("excesive bleedings with clots / abundant and prolonged hemorrhages / excessive too dark bleeding"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal pain (seriousness criteria medically significant and intervention required) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), headache ("strong and constant headaches / frequent headaches") and abdominal distension ("abdomen has been swollen for a week now"). On (B)(6) 2016, the patient experienced syncope (seriousness criterion hospitalization), seizure (seriousness criterion medically significant), face injury ("hit in face / injury in eyebrow (cut of eyebrow)") and amenorrhoea ("since the removal surgery she had not had her menstrual period"). On (B)(6) 2016, the patient experienced dizziness ("dizziness"). On an unknown date, the patient experienced the second episode of abdominal pain (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), allergy to metals ("niquel allergy"), flatulence ("gases"), pain ("pains"), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods"), back pain ("back ache") and hypersensitivity ("allergy"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (laparoscopy-bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2016, the pelvic inflammatory disease had resolved. At the time of the report, the device expulsion, pelvic pain, the last episode of abdominal pain, device breakage, genital haemorrhage, allergy to metals, syncope, seizure, headache, flatulence, pain, face injury, amenorrhoea, dizziness, mental disorder, heavy menstrual bleeding, back pain and hypersensitivity outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, allergy to metals, amenorrhoea, back pain, device breakage, device expulsion, dizziness, face injury, fallopian tube perforation, flatulence, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, mental disorder, pain, pelvic inflammatory disease, pelvic pain, seizure, syncope, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: both essure devices were places with no difficulty. On (B)(6) 2016 she fainted and hit her face in the floor with a cut in the eye brown, she was told that she suffered a seizure. She was discharged from hospital on (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: left essure migrated intrafallopian/tube permeable; on an unknown date: results: right implant was not well inserted. Diagnostic results: two radiological tests were performed that showed an inflammation. On (B)(6) 2015 she had nickel allergy tests that resulted positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: reporter added, heavy menstrual bleeding, back ache, allergy, travelling parts of the broken product inside the body and organ tearing, serious abdominal pain and psychotic disorder added as adverse event. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure was not well placed in left tube/ right implant was not well inserted / device migrated intramyometrially'), pelvic pain ('abdominal pain in right flank / pelvic zone'), device breakage ('travelling parts of the broken products inside the body'), fallopian tube perforation ('organ tearing'), pelvic inflammatory disease ('abdominal inflammation'), syncope ('fainting'), seizure ('seizure') and multiple episodes of abdominal pain ('abdominal pain in right flank / pelvic zone', 'serious abdominal pain') in a 38-year-old female patient who had essure (batch no. C68797) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced genital haemorrhage ("excesive bleedings with clots / abundant and prolonged hemorrhages / excessive too dark bleeding"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal pain (seriousness criteria medically significant and intervention required) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), headache ("strong and constant headaches / frequent headaches") and abdominal distension ("abdomen has been swollen for a week now"). On (B)(6) 2016, the patient experienced syncope (seriousness criterion hospitalization), seizure (seriousness criterion medically significant), face injury ("hit in face / injury in eyebrow (cut of eyebrow)") and amenorrhoea ("since the removal surgery she had not had her menstrual period"). On (B)(6) 2016, the patient experienced dizziness ("dizziness"). On an unknown date, the patient experienced the second episode of abdominal pain (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), allergy to metals ("niquel allergy"), flatulence ("gases"), pain ("pains"), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods"), back pain ("back ache") and hypersensitivity ("allergy"). The patient was hospitalized from (B)(6) 2016 to (B)(6) 2016. The patient was treated with surgery (laparoscopy-bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2016, the pelvic inflammatory disease had resolved. At the time of the report, the device expulsion, pelvic pain, the last episode of abdominal pain, device breakage, genital haemorrhage, allergy to metals, syncope, seizure, headache, flatulence, pain, face injury, amenorrhoea, dizziness, mental disorder, heavy menstrual bleeding, back pain and hypersensitivity outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, allergy to metals, amenorrhoea, back pain, device breakage, device expulsion, dizziness, face injury, fallopian tube perforation, flatulence, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, mental disorder, pain, pelvic inflammatory disease, pelvic pain, seizure, syncope, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: both essure devices were places with no difficulty. On (B)(6) 2016 she fainted and hit her face in the floor with a cut in the eye brown, she was told that she suffered a seizure. She was discharged from hospital on (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: left essure migrated intrafallopian/tube permeable; on an unknown date: results: right implant was not well inserted. Diagnostic results: two radiological tests were performed that showed an inflammation. On (B)(6) 2015 she had nickel allergy tests that resulted positive. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-dec-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 25-sep-2018. The most recent information was received on 13-dec-2021. This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure was not well placed in left tube/ right implant was not well inserted / device migrated intramyometrially'), pelvic pain ('abdominal pain in right flank / pelvic zone'), device breakage ('travelling parts of the broken products inside the body'), abdominal pain ('abdominal pain in right flank / pelvic zone / serious abdominal pain'), fallopian tube perforation ('organ tearing'), pelvic inflammatory disease ('abdominal inflammation'), syncope ('fainting') and seizure ('seizure') in a 38-year-old female patient who had essure (batch no. C68797) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6)2015, the patient experienced genital haemorrhage ("excesive bleedings with clots / abundant and prolonged hemorrhages / excessive too dark bleeding"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required) and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), headache ("strong and constant headaches / frequent headaches") and abdominal distension ("abdomen has been swollen for a week now"). On (B)(6) 2016, the patient experienced syncope (seriousness criterion hospitalization), seizure (seriousness criterion medically significant), face injury ("hit in face / injury in eyebrow (cut of eyebrow)") and amenorrhoea ("since the removal surgery she had not had her menstrual period"). On (B)(6) 2016, the patient experienced dizziness ("dizziness"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), allergy to metals ("niquel allergy"), flatulence ("gases"), pain ("pains"), mental disorder ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods"), back pain ("back ache") and hypersensitivity ("allergy"). The patient was hospitalized from (B)(6) 2016. The patient was treated with surgery (laparoscopy-bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2016, the pelvic inflammatory disease had resolved. At the time of the report, the device expulsion, pelvic pain, device breakage, abdominal pain, genital haemorrhage, allergy to metals, syncope, seizure, headache, flatulence, pain, face injury, amenorrhoea, dizziness, mental disorder, heavy menstrual bleeding, back pain and hypersensitivity outcome was unknown and the abdominal distension had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, amenorrhoea, back pain, device breakage, device expulsion, dizziness, face injury, fallopian tube perforation, flatulence, genital haemorrhage, headache, heavy menstrual bleeding, hypersensitivity, mental disorder, pain, pelvic inflammatory disease, pelvic pain, seizure and syncope to be related to essure. The reporter commented: both essure devices were places with no difficulty. On (B)(6) 2016 she fainted and hit her face in the floor with a cut in the eye brown, she was told that she suffered a seizure. She was discharged from hospital on (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: left essure migrated intrafallopian/tube permeable; on an unknown date: results: right implant was not well inserted. Diagnostic results: two radiological tests were performed that showed an inflammation. On (B)(6) 2015 she had nickel allergy tests that resulted positive. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-dec-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.